Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that patient's evaluations started on (B)(6) and it was for crps. It was reported that on (B)(6), patient couldn't really get out of bed because of the pain she had where they put it in. When patient walked, the device did not work right. Patient had to straighten completely up to feel stim. If she sat back or leaned forward she stopped feeling stim. When she lays down she has to "blast it", and if she forgets to turn stim down before she stand up, it is excruciating. When patient laughs or coughs she gets a "blast" in her back. Patient has to manipulate her body to make the device work. Patient said she only has one group and has two programs in group a. Patient had tried adjusting stimin program 1 and 2 but it didn't make a difference. It was recommended that patient calls the manufacturer rep and see if there are any other adjusting they want her to make. No further complications were reported/anticipated. 2018-mar-28 additional information was received from the trial patient. It was reported that rep¿s name is unknown, and she is not sure if it was the rep or hcp staff. She only knows doctor¿s last name. She did not have his contact info at hand. She did not have the serial number of the device. The cause of the device not working right was unknown. But when she spoke to the doctor, he said that it is normal to feel different intensities of stimulations with different postures. No steps were taken to resolve it. However, the trial was a success and patient is scheduled for a permanent implant. Patient declined to provide their dob. Patient weight was (B)(6) during the trial. No further complications were reported/anticipated.